Event description:
It was reported that the customer experienced a cracked and unresponsive touchscreen on their pump, rendering it illegible and unusable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement, and the customer planned to use multiple daily injections as a backup therapy. Instructions were provided for placing the pump into storage mode and for returning the damaged pump, which the customer understood and acknowledged.